Manufacturer narrative:
Imdrf cause investigation code: code b24 is not available in database to capture event history log review. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary. Complaint investigation results: electronic quality management system (eqms) search: a query was run in the eqms on 20-may-2026 against lot number 6010627 and similar malfunction codes: insertion site egress - trace moisture / superficial wetness, leakage from infusion site (cannula base part/cannula) (specific cause not identified). The review confirmed that lot 6010627 and the identified failure mode are not associated with any nonconforming reports (ncrs) or corrective and preventive action (capas) of the same or similar nature. Similar complaints search: a query was run in the eqms on 20-may-2026 against lot number 6010627 and similar malfunction codes: insertion site egress - trace moisture / superficial wetness, leakage from infusion site (cannula base part/cannula) (specific cause not identified). The count of complaints is 2. The complaint number is (B)(4). Device history record (DHR) review: the lot 6010627 was manufactured according to work instruction (wi) version 75 and manufactured in the line 3, on 10-dec-2024 with a total of (B)(4) units. The device history record (DHR) was reviewed in accordance with applicable procedures. All required in-process and final tests were completed and met specified requirements. No deviations were identified, and no maintenance events were recorded that relate to the complaint code. Conclusion: DHR review supports compliance with manufacturing and quality requirements; no issues noted. Conclusion summary of complaint investigation: CAPA determination assessment - conclusion summary of complaint investigation: based on the investigation, no further investigation is required. The record will be closed and monitored through tracking and trending per wi (monthly trips and alerts). Complaint unconfirmed: following investigation, the reported failure could not be confirmed for this complaint. Conclusion summary of complaint investigation: as a result of the following a comprehensive review was conducted, including eqms queries, similar complaint searches, device history record review, and CAPA determination. No ncrs or capas of the same or similar nature were found for lot 6010627 and related malfunction codes. Two complaint was identified for this lot; however, no trend or systemic issue was detected. The manufacturing records confirmed that the lot was produced in compliance with all requirements, with no deviations or maintenance events noted. Based on the documentation and reference sample analysis, no manufacturing or quality issues were identified. The record will be closed and monitored through routine tracking and trending. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced an infusion set leakage at the site event on 06-may-2026.